Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst upon fifth inflation at 10 atmospheres within 40 seconds. The device was removed from the patient's body using the catheter sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon burst occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst upon fifth inflation at 10 atmospheres within 40 seconds. The device was removed from the patient's body using the catheter sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.